Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-02505, 305099803-2009-02507 and 3005099803-2009-02508 for the other associated device info. It was reported to boston scientific corp in 2009, that three soloist single needle electrodes and a leveen needle electrode were used during a bone fra procedure of the ankle performed on the same day. According to the complainant, during the procedure, while attempting to ablate an ostioid ostioma, no conductivity was generated in the bone and an "e02" console error occurred on the first three attempts using a new soloist needle with each attempt. A leveen needle was used on the fourth pass with the same result as the previous three. On the fifth attempt, after boring out the ostioid ostioma and injecting dextrose 5w, the physician was able to complete the procedure using the same console and a second leveen needle. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.